Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was air leakage found in the balloon after the intubation which affected the emergency rescue of the patient. The device was removed and patient had reintubated.